Event description:
A surgical procedure was performed (duration 8 hours) with patient positioned on maquet modular universal table top in the lithotomy position and the patient's legs positioned in the goepel leg holder. The next day the patient was diagnosed with compartment syndrome in both lower legs. A fasciotomy was required. Exact date of event was not provided. (B)(4). Reference MFR report number: 8010652-2013-00019.